Event description:
It was reported the tornado platinum embolization microcoil was used in conjunction with a support catheter during a coronary angiography procedure to embolize a ruptured vessel. The 0.039 inch taper to 0.020 inch catheter was flushed before use. The catheter was deployed using a 0.014 inch wire guide. The physician observed the coil and wire of the catheter had become stuck together during deployment. The whole system, coil and catheter, were removed from the patient. Another coil was used to complete the procedure. No other adverse effects were reported for this incident. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
PMA/510(k) #: preamendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Correction: this report is being sent to indicate the complaint event is not reportable. Upon further review of the complaint event, it was determined that the coil was stuck in the microcatheter and did not exit the distal tip of the catheter. There is no evidence to suggest that the observed device failure would be likely to cause or contribute to a death or a serious injury if the failure was to recur. Furthermore, there is no evidence that the device caused or contributed to a serious injury, as no life-threatening or permanently impairing injury took place, nor was intervention taken as a result of the device failure which would be required to prevent permanent impairment or damage to the patient. As such, the event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, or reportable product malfunction.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.